Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used per the IFU. The sheath adapter was also firmly pushed in and the indicator wire was sticking out. The exoseal vcd was used in an interventional procedure via a retrograde approach. The device was stored and prepped according to the IFU, and the physician who used it had achieved certification. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter of at least 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with a closure device or manual compression within the past 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, but the physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no red color during retraction, and there were no anomalies noted with the loop. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used per the IFU. The sheath adapter was also firmly pushed in and the indicator wire was sticking out. The exoseal vcd was used in an interventional procedure via a retrograde approach. The device was stored and prepped according to the IFU, and the physician who used it had achieved certification. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter of at least 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been closed with a closure device or manual compression within the past 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, but the physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no red color during retraction, and there were no anomalies noted with the loop. The device was discarded and therefore not returned.